Manufacturer narrative:
Evaluation of the returned indigo system aspiration catheter 6x (cat6x) confirmed it was fractured and revealed stretching at the fractured location. The distal fractured segment was not returned for evaluation. If the cat6x is retracted against resistance, damage such as stretching and a subsequent fracture may occur. Based on the reported complaint, the root cause of resistance during the procedure could not be determined. Further evaluation revealed kinks and yield marks on the catheter shaft. This damage is likely incidental to the reported complaint, and the root cause could not be determined. Penumbra devices are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat portal vein varices using pod coils, ruby coils, packing coils, a non-penumbra microcatheter, and a guidewire. During the procedure, the physician successfully placed sixteen penumbra coils into the target vessel. The microcatheter was noted to be flushed using saline in between coils. While advancing the next pod coil through the microcatheter, the embolization coil unintentionally detached within the microcatheter. A non-penumbra pusher wire was used to attempt to push the embolization coil out of the distal end of the microcatheter without success. The microcatheter containing the pod coil was removed. It was reported that the physician was unable to flush the pod coil out of the microcatheter. The procedure was completed at this point. There was no report of an adverse effect to the patient.